Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2014 with the following findings: no activity outside of normal use was found in the pump's history. No reboot events occurred during the investigation. The pump reflected 24 units delivered after a 24 hour duration test on 1 unit/hr basal rate. Unrelated to the initial allegation, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. It was alleged that the pump was not pushing out blood in the cannula; it was advised that this is not normal function of the pump. The health care practitioner recommended pump replacement. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.